Manufacturer narrative:
Remains implanted.

Event description:
An afx stent graft system with ovation ix iliac limbs was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type iiia endoleak at the overlap of the afx main body and the ovation ix iliac limb stent graft. A re-intervention was performed to place a balloon expandable stent and an additional afx stent graft to re-line the stent graft successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.